Event description:
It was reported that during in-clinic follow-up, the exercise activity trend was not displayed on the patient¿s implantable cardioverter defibrillator (ICD). No intervention was performed. There were no patient consequences.